Manufacturer narrative:
Previous patient codes (1994) were reported based on the original complaint and are no longer applicable per gore¿s investigation. H10/11: updated final codes. H10/11: additional conclusion code: 4316: appropriate term/code not available used for "withdrawn complaint". This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed.

Manufacturer narrative:
Updated investigation conclusions: appropriate code/term not available for ¿withdrawn complaint¿. Health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. Previous patient code (1994) was reported based on the original complaint and is no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as ¿withdrawn.¿ medical records: the known medical records span (B)(6) 2013 through (B)(6) 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records from (B)(6) 2015 through (B)(6) 2017 were not provided. Patient information: medical history: aortic dissection; pancreatitis; multiple small bowel obstructions; chronic obstructive pulmonary disease [copd]; hypertension. Surgical procedures: unknown date: hysterectomy; unknown date: laparoscopic cholecystectomy with lysis of adhesions; (B)(6) 2002: roux-en-y gastric bypass with revision in 2013; (B)(6) 2013: exploratory laparotomy with extensive lysis of adhesions and small bowel resection with anastomosis x 2 for revision of jejunojejunostomy; (B)(6) 2014: laparoscopic repair of incisional hernia with mesh. Implant: gore® dualmesh® biomaterial; (B)(6) 2014: diagnostic laparoscopy. Lysis of adhesions; (B)(6) 2014: open ventral hernia repair (primary repair); (B)(6) 2015: excision of abdominal wall mass; (B)(6) 2017: excision of hernia mesh. Ventral hernia repair with mesh. Implant: bard mesh st. Ellipse. Relevant medical information: (B)(6)13: inpatient hospitalization. Exploratory laparotomy with extensive lysis of adhesions and small bowel resection with anastomosis x 2 for revision of jejunojejunostomy. History: ¿abdominal pain in luq [left upper quadrant] associated w/ nausea, vomiting and diarrhea. Pain constant not associated with fever. H/o multiple sbo [small bowel obstruction]. Abdomen: diffusely tender with distention, tenderness with percussion. Assessment/plan: CT consistent with largely distended small bowel concerning for mechanical obstruction. Plan for urgent or for exploration.¿ indications: ¿underwent divided roux-en-y gastric bypass with a retrocolic limb many years ago. She presented to our hospital with severe abdominal pain and a severely dilated jejunojejunostomy on CT scan. She had been transferred from an outside institution secondary to a question of intussusception on the CT. On review of her scans from the past, she has been shown to have chronic dilation, however her abdominal pain is new to this presentation and for that reason the patient was taken to the operating room for exploration.¿ procedure: ¿a generous midline incision was created and carried down to the level of the fascia with electrocautery. The fascia was entered and immediately adhesions were encountered. These were lysed with electrocautery. Upon entering the abdomen, a massively dilated jejunojejunostomy was encountered. Lysis of adhesions proceeded for approximately 1 hour. After adhesions were lysed, anatomy was defined and the biliopancreatic, proximal alimentary and common alimentary limbs were isolated. The bowel was run from where the retrocolic proximal. Alimentary limb come out from the transverse mesocolon to the jejunojejunostomy, then from the jejunojejunostomy to the ligament of treitz along the biliopancreatic limb and then from the jejunojejunostomy to the ileococcccal [sic] valve. Importantly, no intussusception or stigmata of a recent intussusception was identified. The jejunojejunostomy was then divided along the bilio-pancreatic, the proximal alimentary and the common limbs with a 75 mm gia stapler. The mesentery was divided with a series of kelly clamps and vicryl ties. The specimen was passed off the table once removed. Attention was then turned towards reconstruction. The common and alimentary limbs were then anastomosed with a 75 mm gia staple load. The anastomosis was palpated and found to be widely patent. The biliary-pancreatic limb was then anastomosed proximally again with 75 mm gia stapler. An enterotomy was made in the stapled side along the length of the bowel and the enterotomy from the staple line was subsequently sewn and over-sewn with vicryl followed by silk sutures. That anastomosis, too, was found to be patent. The abdomen was then closely inspected for hemostasis and reinspected for any remaining mesenteric defect. Attention was then turned towards closure. The closure was performed with 2 looped pds sutures and the wound was then irrigated and the skin closed with skin staples.¿ implant preoperative complaints: (B)(6) 2014: ¿presents with abdominal wall hernia. C/o [complains of] bulge and pain. Abdomen: reducible hernia approx [approximately] 3 cm in maximal dimension recurs quickly. Hernia, incisional, ventral.¿ (B)(6) 2014: indications: ¿presented to the outpatient surgical clinic with complaints of a bulge in her umbilicus. The patient had previously undergone laparoscopic cholecystectomy. A discussion of the risks, benefits, and alternatives to surgical repair was undertaken with the patient. We also discussed options for repair including open tissue repair or open repair using mesh and laparoscopic repair using mesh. The patient requested a laparoscopic approach.¿ implant procedure: laparoscopic repair of incisional hernia with mesh. [Implant: gore® dualmesh® biomaterial, unk/unk, product ID not provided] implant date: (B)(6) 2014. Findings: ¿incisional hernia at the umbilicus (prior lap chole trocar site). There was some bowel adherence to this area, however, there is essentially minimal contents of the hernia sac after insufflation of pneumoperitoneum. After the mesh had been placed the defect had been covered with wide margin of at least 3 cm in all directions.¿ description of hernia being treated: ¿a peritoneal access was then gained using a cut-down approach. The layers of the abdominal wall including the peritoneum were identified and incised. After visually confirming that we had entered the peritoneal cavity, a 15mm trocar was placed through this defect into the peritoneal cavity. Co2 pneumoperitoneum was established through this trocar to 14mm of mercury pressure. The 10mm 30 degree laparoscope was introduced and the peritoneal cavity was visually inspected. There was no evidence of any vascular or visceral injury upon our initial entrance. Two operating ports were then placed under direct visualization via the laparoscope after infiltrating the skin and peritoneum of the sites with 0.5% marcaine local. These were the 5mm ports placed in the right upper quadrant and right lower quadrant. A combination of blunt and sharp dissection was used to lyse the adhesions to the area of the fascial defect. No cautery was used. The fascial defect was found to be around the area of the umbilicus. This defect was somewhat wide based. No other fascial defects were identified with dissection interiorly along the patient¿s previous midline incision. After the fascia had been cleared off for several cm in all directions we prepared for placement of mesh. The dimensions of the mesh that were required was measured using a spinal needle passed transcutaneously.¿ implant size and fixation: ¿an appropriately sized piece of ¿dual mesh¿ was chosen. The mesh had 0 prolene sutures placed in four quadrants extracorporeally. The mesh was the rolled and placed intracorporeally through the 15mm trocar site. The mesh was unrolled intracorporeally and the endoclose suture passer was used to grasp the sutures and pull them transfascially. Care was taken to assure that the rough side of the mesh abutted the anterior abdominal wall and that the smooth side of the mesh abutted the viscera. After the sutures had been pulled up and tied down it was obvious that the mesh widely covered the fascial defect in all directions. The protect [sic] device was then used to secure the mesh circumferentially. After the protect [sic] device had been used in this fashion the mesh was adequately secured to the anterior abdominal wall and appeared in excellent position. The viscera were again inspected and there was no evidence of any active bleeding or leakage of enteric contents.¿ no post-operative records were provided. Relevant medical information: (B)(6) 2014: diagnostic laparoscopy. Lysis of adhesions. ¿most recently she came into dr. (B)(6) clinic with worsening abdominal pain over the last 3 months. CT scan revealed no significant findings, and it was unclear the etiology of this pain. She was explained the possibility of a diagnostic laparoscopy to ensure there was no unidentified hernia, however, she was informed that a surgical procedure may very well not cure her pain and this is solely a diagnostic procedure, and may not prove to be of any benefit. She was explained in detail the steps of the procedures, as well as its risks and benefits, and was in agreement.¿ ¿the abdomen was inspected, and there was no obvious abnormality noted. The site of the mesh placement for the hernia repair was noted. The mesh was fully covering the hernia defect. There was an adhesion of small bowel loop to this mesh. This was taken down sharply with metzenbaum scissors. However, there was no obvious hernia or incarceration or any indication to think this is the source of the patient¿s pain. We then ran the bowel in its entirety from the ligament of treitz to the cecum, as well as inspecting the biliopancreatic limb, and noted no obvious abnormality or internal hernia.¿ (B)(6) 2014: ¿hernia, incisional ventral. New incisional hernia cephalad of prior repair. Options for repair reviewed with pt. Will admit for pain control, ¿reversal¿ of coumadin and surgery this week.¿ (B)(6) 2014: open ventral hernia repair (primary repair). ¿through careful dissection with a hemostat and cautery, the patient¿s hernia defect was identified. The hernia sac was clearly identified and opened. Using a kocher on either side of the patient¿s abdomen along the fascia, the fascial wall was elevated, and appropriate lysis of adhesions carefully took place to free up enough fascia to close the defect primarily. Notably there was palpable mesh in the inferior part of the hernia from the patient¿s previous hernia repair with mesh. After the hernia sac had been identified and cleanly mobilized, it was excised off the fascia and sent off the field to pathology. We then confirmed that we had adequate fascial exposure and proceeded to close the fascia with 0 ethibond sutures. This was done in a horizontal mattress fashion. Five sutures were replaced in the patient¿s posterior fascial sheath. There was some notable scarring within the area likely result of her previous abdominal surgery. We then placed a second layer of ethibond sutures in a similar manner over a layer which represented the anterior sheath along with some scar tissue.¿ (B)(6) 2015: excision of abdominal wall mass. ¿an approximately 1-cm incision was made superficial to the palpable mass site. Using electrocautery, we dissected down to what we palpated to be a subcutaneous mass site. We excised a small piece of hardened fat that we palpated and measured and it was approximately 1 cm in size. The wound was irrigated and checked for hemostasis. A 3-0 interrupted vicryl was sutured in order to close the subcutaneous space and approximate the wound, and then 4-0 monocryl was used to subcutaneously suture the incision closed.¿ explant preoperative complaints: (B)(6) 2017: CT abdomen/pelvis: ¿s/p [status post] roux-en-y gastric bypass. Jejunojejunal anastomosis seen within left midabdomen. The small bowel is distended over a short segment at the anastomosis. Otherwise, there is no small bowel distention. Bowel suture material again seen in the right lower quadrant, similar to prior study.¿ (B)(6) 2017: ¿status post roux-en-y gastric bypass without small bowel obstruction. Mildly dilated small bowel at the jejunojejunal anastomosis site is probably postsurgical in nature. Ventral hernia repair mesh again seen. Subtle laxity of the ventral midline abdominal wall just superior to the mesh. Mildly heterogeneous appearance of the liver could reflect hepatic congestion or underlying hepatocellular disease.¿ (B)(6) 2017: ¿the patient is a 61-year¿old woman who is a distant bariatric surgery patient who has had a previous ventral hernia repair. She now comes complaining of pain at the hernia mesh site and would like it to be excised.¿ explant procedure: excision of hernia mesh. Ventral hernia repair with mesh. Implant: bard mesh st. Ellipse. Explant date: (B)(6) 2017 [hospitalization (B)(6) 2017] ¿our operation commenced by making a midline laparotomy incision and carrying the dissection down to the subcutaneous tissues using bovie electrocautery for hemostasis and dissection. There was a lot of scar as well as edematous tissue indicative of the anasarca seen on the preoperative CT scan. We identified the hernia mesh here and elevated it away from the fascia which we could feel was anterior to it. We incised the fascia overlying the hernia mesh, and then using a combination of bovie electrocautery and sharp scissors dissection, excised the hernia mesh from the tissue around it. We took care to stay out of the abdominal cavity as much as possible. There was 1 small defect in the peritoneum which we probed and found there was no bowel adherent to this area. There were no bowel injuries during the excision of the hernia mesh. The hernia mesh was completely removed from the fascia and passed to the back table as a specimen hernia mesh. This concluded our operation. Dr. X took over the operation, performing a full ventral hernia repair with a new piece of mesh.¿ records indicate a non-gore device was implanted during the (B)(6) 2017 procedure. (B)(6) 2017: discharge summary: ¿c/o pain at hernia mesh site, would like it excised. Hospital course: after cardiac clearance and transition from coumadin to lovenox patient underwent removal of previous mesh and closure of ventra [sic] hernia with mesh.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 1/11/2013, including records for divided gastric bypass, aortic dissection, hysterectomy, laparoscopic cholecystectomy, and laparoscopic lysis of adhesions were not provided. ??/??/2013: [missing records: records for the CT scan showing ¿largely distended small bowel concerning for mechanical obstruction¿ were not provided.] (B)(6) 2013: (B)(6) hospital center. Pierre. History and physical. Hpi: h/o abd pain in luq associated w/ nausea, vomiting and diarrhea. Pain constant not associated with fever. Pt transferred from osh given h/o multiple sbo. Physical exam: abdomen: diffusely tender with distention, tenderness with percussion. Assessment/plan: CT consistent with largely distended small bowel concerning for mechanical obstruction. Plan for urgent or for exploration. On (B)(6) 2013: washington hospital center. Sarah e. Carter, md; timothy shope, md. Operative report. Preop diagnosis: acute abdominal pain, status post roux en y gastric bypass with severely dilated bowel at the jejunojejunostomy. Postop diagnosis: chronically dilated and dysfunctional jejunojejunostomy and severe adhesive disease. Procedure: exploratory laparotomy with extensive lysis of adhesions and small bowel resection with anastomosis x 2 for revision of jejunoejunostomy. Estimated blood loss: 50 ml. IV fluids: 1500 ml crystalloid, plus 1 unit of packed red blood cells. Specimens: jejunojejunostomy. Complications: none. Indications: the patient is a 58-year-old female who underwent divided roux-en-y gastric bypass with a retrocolic limb many years ago. She presented to our hospital with severe abdominal pain and a severely dilated jejunojejunostomy on CT scan. She had been transferred from an outside institution secondary to a question of intussusception on the CT. On review of her scans from the past, she has been shown to have chronic dilation, however her abdominal pain is new to this presentation and for that reason the patient was taken to the operating room for exploration. Description of procedure: ¿informed consent was obtained and the patient was taken to the operating room and placed in the supine position on the or table. Anesthesia was administered. The patient was then prepped and draped in the usual sterile fashion. A generous midline incision was created and carried down to the level of the fascia with electrocautery. The fascia was entered and immediately adhesions were encountered. These were lysed with electrocautery. Upon entering the abdomen, a massively dilated jejunojejunostomy was encountered. Lysis of adhesions proceeded for approximately 1 hour. After adhesions were lysed, anatomy was defined and the biliopancreatic, proximal alimentary and common alimentary limbs were isolated. The bowel was run from where the retrocolic proximal. Alimentary limb come out from the transverse mesocolon to the jejunojejunostomy, then from the jejunojejunostomy to the ligament of trietz along the biliopancreatic limb and then from the jejunojejunostomy to the ileococcccal [sic] valve. Importantly, no intussusception or stigmata of a recent intussusception was identified. The jejunojejunostomy was then divided along the bilio-pancreatic, the proximal alimentary and the common limbs with a 75 mm gia stapler. The mesentery was divided with a series of kelly clamps and vicryl ties. The specimen was passed off the table once removed. Attention was then turned towards reconstruction. The common and alimentary limbs were then anastomosed with a 75 mm gia staple load. The anastomosis was palpated and found to be widely patent. The biliary-pancreatic limb was then anastomosed proximally again with 75 mm gia stapler. An enterotomy was made in the stapled side along the length of the bowel and the enterotomy from the staple line was subsequently sewn and over-sewn with vicryl followed by silk sutures. That anastomosis, too, was found to be patent. The abdomen was then closely inspected for hemostasis and reinspected for any remaining mesenteric defect. Attention was then turned towards closure. The closure was performed with 2 looped pds sutures and the wound was then irrigated and the skin closed with skin staples. A sterile dressing was applied. An ng tube was left in place at the end of the case. The patient tolerated the procedure well and postoperatively was transferred to the pacu in stable condition.¿ [missing records: records for the CT scan showing ¿severely dilated jejunojejunostomy¿ were not provided]. (B)(6) 2013: (B)(6) hospital center. (B)(6) md. Hospital summary. Hx: sbo presenting with abdominal distention and diffuse abdominal pain, nausea and vomiting, afebrile. CT from outside hospital showed grossly dilated pancreodoudenal limb. Had been seen on previous imaging but with less dilation and without associated abdominal pain. Hospital course: was taken to or for ex-lap. Adhesive disease was seen grossly dilated j-j anastomosis was resected and anastomosis was reconstructed. Restarted on home warfarin with lovenox bridge. On (B)(6) 2013: (B)(6) hospital center. Office visit. Hpi: c/o abdominal pain, denies postop issues. Problem #1: a/p small bowel resection with new onset abdominal pain. Will admit for IV hydration and pain control. Will check CT a/p. On (B)(6) 2013: (B)(6) hospital center. (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. Impression: unremarkable CT of the abdomen and pelvis. (B)(6) 2013: (B)(6) hospital center. (B)(6). Radiology ¿ us abdomen limited. Indication: right upper quadrant pain. Impression: cholelithiasis. No sonographic evidence to suggest acute cholecystitis. (B)(6) 2013: (B)(6) hospital center. (B)(6). Consultation. A/p: s/p gastric bypass & recent small bowel resection & lysis of adhesions with chronic epigastric abd pain concern for ulceration site of anastomosis. Plan for egd today. (B)(6) 2013: (B)(6) hospital center. (B)(6) md. Discharge summary. Hospital course: admitted from clinic 09/24/13 for abdominal pain. S/p divided roux en-y gastric bypass 04/01/02 and s/p ex-lap extensive loa, small bowel and anastomosis resection, anastomosis x 2 for revision of jejunojejunostomy (B)(6) 2013. Impression: abdominal pain, chronic. Jejunal dilation due to thiamine deficiency. (B)(6) 2014: (B)(6) hospital center. (B)(6) md. Office visit. Hpi: c/o abdominal bloating, pain, nausea. Pain localized to entire abdomen-diffuse and right upper quadrant. Problem #1: chronic cholelithiasis. Check u/s. (B)(6) 2014: (B)(6) hospital center. Timothy r. Shope, md. Office visit. Hpi: presents with abdominal wall hernia. C/o bulge and pain. Abdomen: reducible hernia approx 3 cm in maximal dimension recurs quickly. Problem #1: hernia, incisional ventral. R/b/a of open vs laparoscopic repair of hernia reviewed with the pt. She would like to proceed with laparoscopic approach. (B)(6) 2014: (B)(6) center. (B)(6) md. Operative report. Pre/postop diagnosis: incisional hernia. Operation performed: laparoscopic repair of incisional hernia with mesh. Complications: none. Drains: foley catheter for the case. Specimens: none. Fluids: per anesthesias notes. Findings: incisional hernia at the umbilicus (prior lap chole trocar site). There was some bowel adherence to this area, however, there is essentially minimal contents of the hernia sac after insufflation of pneumoperitoneum. After the mesh had been placed the defect bad been covered with wide margin of at least 3 cm in all directions. Indications for procedure: this is a 59- year-old female who presented to the outpatient surgical clinic with complaints of a bulge in her umbilicus. The patient had previously undergone laparoscpic cholecystectomy. A discussion of the risks, benefits, and alternatives to surgical repair was undertaken with the patient. We also discussed options for repair including open tissue repair or open repair using mesh and laparoscopic repair using mesh. The patient requested a laparoscopic approach. Informed consents were obtained from the patient prior to her presence in the operating room. Operation: ¿the patient was brought to the operating room, placed on the operating table in the supine position. After induction of general endotracheal anesthesia and administration of prophylactic antibiotics, the patient¿s abdomen was prepped and draped in a sterile fashion. Bilateral lower extremity serial compressive devices were already in place and functional and a foley catheter and orogastric tube had been placed. An ioban drape was then placed as an additional barrier. The skin in the left upper quadrant was infiltrated with 0.5% marcaine local and a 1.5 cm transverse incision was created in the subcostal region. Peritoneal access was then gained using a cut-down approach. The layers of the abdominal wall including the peritoneum were identified and incised. After visually confirming that we had entered the peritoneal cavity, a 15mm trocar was placed through this defect into the peritoneal cavity. Co2 pneumoperitoneum was established through this trocar to 14 mm of mercury pressure. The 10 mm 30 degree laparoscope was introduced and the peritoneal cavity was visually inspected. There was no evidence of any vascular or visceral injury upon our initial entrance. Two operating ports were then placed under direct visualization via the laparoscope after infiltrating the skin and peritoneum of the sites with 0.5% marcaine local. These were the 5 mm ports placed in the right upper quadrant and right lower quadrant. A combination of blunt and sharp dissection was used to lyse the adhesions to the area of the fascial defect. No cautery was used. The fascial defect was found to be around the area of the umbilicus. This defect was somewhat wide based. No other fascial defects were identified with dissection interiorly along the patient¿s previous midline incision. After the fascia had been cleared off for several cm in all directions we prepared for placement of mesh. The dimensions of the mesh that were required was measured using a spinal needle passed transcutaneously. An appropriately sized piece of dual mesh was chosen. The mesh had 0 prolene sutures placed in four quadrants extracorporeally. The mesh was the rolled and placed intracorporeally through the 15mm trocar site. The mesh was unrolled intracorporeally and the endoclose suture passer was used to grasp the sutures and pull them trans fascially. Care was taken to assure that the rough side of the mesh abutted the anterior abdominal wall and that the smooth side of the mesh abutted the viscera. After the sutures had been pulled up and tied down it was obvious that the mesh widely covered the fascial defect in all directions. The protect device was then used to secure the mesh circumferentially. After the protect device had been used in this fashion the mesh was adequately secured to the anterior abdominal wall and appeared in excellent position. The viscera were again inspected and there was no evidence of any active bleeding or leakage of enteric contents. All instruments and operating ports were then removed under direct visualization via the laparoscope. Co2 pneumoperitoneum was under direct visualization via the laparoscope. Co2 pneumoperitoneum was allowed to escape. The fascia at the 15 mm port site was then closed using 0 vicryl in a figure of eight fashion. Subcutaneous tissues were copiously irrigated and the skin of the port sites was reapproximated using 4-0 pds in a subcuticular fashion. All skin wounds were then sealed using dermabond. All operating port sites and the trans fascial suture sites were again infiltrated with 0.25% marcaine local. All sponge, instrument, and needle counts were correct per the nursing staff in the room. Dr. Shope was present and scrubbed for the entire surgical procedure. Disposition: the patient was awake at the end of the procedure. She tolerated the procedure well. She was hemodynamically stable throughout. She was extubated and transferred to the recovery room in satisfactory condition.¿ product identification records for the alleged gore device were not provided. (B)(6) 2014: (B)(6) hospital center. (B)(6) md. Operative report. Pre/postop diagnosis: worsening chronic abdominal pain, status post multiple intraabdominal procedures. Procedure: diagnostic laparoscopy. Lysis of adhesions. Indications for procedure: this patient is a 59-year-old female with a history of multiple intraabdominal operations, including a roux-en-y gastric bypass approximately 10 years ago. She had revision of this bypass in 2013, and since then has had both a laparoscopic cholecystectomy, as well as a laparoscopic incisional hernia repair in june of 2014. Most recently she came into dr. Shope¿s clinic with worsening abdominal pain over the last 3 months. CT scan revealed no significant findings, and it was unclear the etiology of this pain. She was explained the possibility of a diagnostic laparoscopy to ensure there was no unidentified hernia, however, she was informed that a surgical procedure may very well not cure her pain and this is solely a diagnostic procedure, and may not prove to be of any benefit. She was explained in detail the steps of the procedures, as well as its risks and benefits, and was in agreement. A consent was obtained prior to the patient¿s presence in the operating suite. Description of procedure: ¿the patient was brought to the operating room and placed in a supine position on the operating table. Antibiotics, scd¿s, and dvt chemoprophylaxis were discussed and confirmed. IV sedation was administered by the anesthesia team, and an endotracheal tube was placed without difficulty on the first attempt. The patient¿s abdomen was prepped and draped in the standard sterile fashion. A surgical time-out was performed. The skin in the left upper quadrant at the site of the previous incision was infiltrated with 0.5% marcaine local. A 1.5-cm transverse incision was created in the subcostal region. Peritoneal access was gained using the optiview trocar. A 15-mm trocar was placed through this defect into the peritoneal cavity. Two more 5-mm trocars were placed in the right and left lateral aspect of the abdomen. The abdomen was inspected, and there was no obvious abnormality noted. The site of the mesh placement for the hernia repair was noted. The mesh was fully covering the hernia defect. There was an adhesion of small bowel loop to this mesh. This was taken down sharply with metzenbaum scissors. However, there was no obvious hernia or incarceration or any indication to think this is the source of the patient¿s pain. We then ran the bowel in its entirety from the ligament of treitz to the cecum, as well as inspecting the biliopancreatic limb, and noted no obvious abnormality or internal hernia. We noted the liver to appear normal, as well as the spleen, as well as the pelvic region. At this point, given the fact that there was no noted clear source for the patient¿s abdominal pain, we removed all ports under direct vision. Pneumoperitoneum was evacuated. The wounds were then irrigated and aspirated dry. The skin wounds were closed in a subcuticular fashion using 4-0 monocryl sutures. The wounds were dressed with steri-strips. All sponge, needle, and instrument counts were correct by the nurses staff in the room. Dr. Shope was present and scrubbed throughout the entire procedure.¿ disposition: the patient tolerated the procedure well. There were no complications. She was extubated uneventfully, and transferred to the recovery room in stable condition. (B)(6) 2014: (B)(6) hospital center. Timothy r. Shope, md. Discharge summary. Hospital course: to or on 10/02 for ex-lap & loa. Tolerated procedure well. Diet advanced to regular postop. Sent to micu for postop nstemi, treated medically. D/c in good condition to home. (B)(6) 2014: (B)(6) hospital center. Discharge summary. Hpi: s/p diagnostic laparoscopy for chronic abdominal pain, lysis of adhesions. Rr called on 10/04/14 d/t confusion, decreased spo2 (70s), received naloxone and responded. (B)(6) 2014: (B)(6) hospital center. (B)(6) md. Office visit. Hpi: c/o bulge and pain. Exam: abdomen: reducible hernia cephalad of mesh. Problem #1: hernia, incisional ventral. New incisional hernia cephalad of prior repair. Options for repair reviewed with pt. Will admit for pain control, ¿reversal¿ of coumadin and surgery this week. (B)(6) 2014: (B)(6) hospital center. (B)(6) md. Operative report. Pre/postop diagnosis: ventral hernia. Procedure: open ventral hernia repair (primary repair). Indications: the patient is a 59-year-old-female who underwent open gastric bypass about 10 years ago. She did well initially but underwent a revision of this gastric bypass in 2013. She has subsequently had numerous abdominal operations. She was seen in clinic and found to have symptomatic nonincarcerated ventral incisional hernia. She was counseled about the risks, benefits, and alternatives of undergoing surgical treatment. Informed consent was obtained, and the patient wishes to proceed with surgery today. Description of procedure: ¿the patient was brought to the operating room and placed supine on the operating room table. She was secured in this position. After an uncomplicated induction of general endotracheal anesthesia the patient¿s abdomen was prepped and draped in the usual sterile manner. A preoperative timeout took placed confirming the patient¿s name, medical record number, that appropriate dvt chemoprophylaxis and antibiotics had been given, and that all present were in agreement the operation was started. The 0.5% marcaine was infused along the patient¿s previous midline incision 2 inches cephalad to the patient¿s umbilicus. A #15 scalpel was used to make a 4-inch incision. This was deepened with bovie electrocautery. Through careful dissection with a hemostat and cautery, the patient¿s hernia defect was identified. The hernia sac was clearly identified and opened. Using a kocher on either side of the patient¿s abdomen along the fascia, the fascial wall was elevated, and appropriate lysis of adhesions carefully took place to free up enough fascia to close the defect primarily. Notably there was palpable mesh in the inferior part of the hernia from the patient¿s previous hernia repair with mesh. After the hernia sac had been identified and cleanly mobilized, it was excised off the fascia and sent off the field to pathology. We then confirmed that we had adequate fascial exposure and proceeded to close the fascia with 0 ethibond sutures. This was done in a horizontal mattress fashion. Five sutures were replaced in the patient¿s posterior fascial sheath. There was some notable scarring within the area likely result of her previous abdominal surgery. We then placed a second layer of ethibond sutures in a similar manner over a layer which represented the anterior sheath along with some scar tissue. Once this was done the wound was irrigated. Excellent hemostasis was achieved with bovie electrocautery, and a 3-0 vicryl was used to close the subcutaneous tissue. We finally closed with a 4-0 pds as a running subcuticular suture. Sterile dressings were applied. The patient emerged from general endotracheal anesthesia and was extubated and taken to the pacu in stable condition.¿ specimens: hernia sac. Drains. None. Estimated blood loss: 2 ml. IV fluids: 300 ml crystalloid. Plan: patient to recover in the pacu. Counts: were confirmed correct x 2 at the end of the operation. (B)(6) 2014: (B)(6) hospital center. Cultures and specimens. Specimen collected: yes. Destination: pathology. Description: hernia sac. (B)(6) 2014: (B)(6) hospital center. (B)(6) md. Hospital discharge summary. Admitting history: ventral hernia admitted for vhr. Hospital course: she was admitted prior to surgery so that her inr could normalize prior to proceeding to the operating room. ¿¿after undergoing an uncomplicated ventral hernia repair the patient was placed on a heparin drip until her inr reached the therapuetic [sic] range on her home dose of coumadin. (B)(6) 2015: (B)(6) hospital center. (B)(6) md. (B)(6) md. Operative report. Pre/postop diagnosis: right upper quadrant subcutaneous mass. Procedure: excision of abdominal wall mass. Anesthesia: monitored anesthesia care and local. Drains: none. Specimens: abdominal wall mass. Estimated blood loss: less than 1 ml. Fluids: 500 ml. Complications: none. Indications: the patient is a delightful female with multiple past surgical histories, who complained of a right-sided abdominal wall mass which caused pain. A preoperative ultrasound was completed, which shows an approximately 1 cm sized subcutaneous mass. She understood the risks, benefits, and alternatives of the procedure, abdominal mass excision, and understood that postoperatively, even if we excised the mass seen on ultrasound, this might not relieve her chronic pain issues. All her questions were answered and she understood and provided informed consent. Description of procedure: ¿the patient¿s right side was marked by dr. Timothy shope prior to being brought to the operating room and a time-out was performed prior to incision. The patient was taken to the operating room and placed in supine position. Bilateral sequential compression devices were applied and sedation was administered per anesthesia. The abdomen was prepped and draped in the usual sterile fashion and 0.5% marcaine was injected at the incision sites. An approximately 1-cm incision was made superficial to the palpable mass site. Using electrocautery, we dissected down to what we palpated to be a subcutaneous mass site. We excised a small piece of hardened fat that we palpated and measured and it was approximately 1 cm in size. The wound was irrigated and checked for hemostasis. A 3-0 interrupted vicryl was sutured in order to close the subcutaneous space and approximate the wound, and then 4-0 monocryl was used to subcutaneously suture the incision closed. Hemostasis was achieved. Additional 0.5% marcaine was injected in the wound for a total of 8 ml and mastisol and steri-strips were applied. The patient tolerated the procedure well and was taken to the postoperative care unit in stable condition.¿ on (B)(6) 2015: (B)(6) hospital center. Surgical documentation. Cultures and specimens. Specimen collected: yes: destination : pathology. Description: abdominal wall mass. [Missing records: a culture report detailing analysis of the specimen collected during the (B)(6) 2015 procedure was not provided.] On (B)(6) 2017: (B)(6) hospital center. (B)(6) crnp. Consultation. Uncontrolled pain s/p ventral hernia repair. Admitted with abdominal pain underwent ventral hernia repair. Now c/o uncontrolled postop abdominal pain and mid low back pain, incisional wound pain is constant, sharp, 10/10. Assessment/plan: postop pain with opioid tolerance. Use abdominal binder during movements. On (B)(6) 2017: (B)(6) hospital center. Radiology - CT abdomen/pelvis with contrast. Indication: previous roux-en-y, ventral hernia evaluation. Pain. Findings: s/p roux-en-y gastric bypass. Jejunojejunal anastomosis seen within left midabdomen. The small bowel is distended over a short segment at the anastomosis. Otherwise, there is no small bowel distention. Bowel suture material again seen in the right lower quadrant, similar to prior study. On (B)(6) 2017: (B)(6) health. Cardiology consult. CT a+p. Status post roux-en-y gastric bypass without small bowel obstruction. Mildly dilated small bowel at the jejunojejunal anastomosis site is probably postsurgical in nature. Ventral hernia repair mesh again seen. Subtle laxity of the ventral midline abdominal wall just superior to the mesh. Mildly heterogeneous appearance of the liver could reflect hepatic congestion or underlying hepatocellular disease. On (B)(6) 2017: (B)(6) hospital center. (B)(6) md. (B)(6) md. Operative report. Pre/postop diagnosis: abdominal pain. Procedure: excision of hernia mesh. Anesthesia: general endotracheal anesthesia and tap block administered at the conclusion of the operation. This was after dr. (B)(6) hernia ventral hernia repair. Specimens: a hernia mesh. Drains: none. Estimated blood loss: 30 ml for the entire operation. Intravenous fluids: 2000 ml of crystalloid. Urine output: 150 ml. It should be noted that these fluid totals are for the entire operation after dr. Pardo performed a ventral hernia repair with mesh. Indications for procedure: the patient is a 61-year¿old woman who is a distant bariatric surgery patient who has had a previous ventral hernia repair with dr. Shope. She now comes complaining of pain at the hernia mesh site and would like it to be excised. The risks, benefits, and alternatives to surgery were explained to her. She gave informed consent to have surgery after her questions were answered in detail. It should be noted that dr. (B)(6) performed the excision of hernia mesh which will be dictated now, and dr. Pardo performed a ventral hernia repair with mesh which will be subsequently. Description of procedure: ¿on the day of surgery, the patient was brought to the preoperative holding area where she was interviewed by the anesthesia team and deemed to be safe for surgery today. At this time, the patient was taken to the operating room where she was laid supine on the table. Scds, dvt prophylaxis, and IV antibiotics were all confirmed and administered. At this time, general endotracheal anesthesia was safely induced by the anesthesia team. The abdomen was prepped and draped in the usual sterile fashion using chloraprep solution. A surgical timeout was performed, documenting the correct patient, side, and site for surgery. The entire operating team were in agreement. Our operation commenced by making a midline laparotomy incision and carrying the dissection down to the subcutaneous tissues using bovie electrocautery for hemostasis and dissection. There was a lot of scar as well as edematous tissue indicative of the anasarca seen on the preoperative CT scan. We identified the hernia mesh here and elevated it away from the fascia which we could feel was anterior to it. We incised the fascia overlying the hernia mesh, and then using a combination of bovie electrocautery and sharp scissors dissection, excised the hernia mesh from the tissue around it. We took care to stay out of the abdominal cavity as much as possible. There was 1 small defect in the peritoneum which we probed and found there was no bowel adherent to this area. There were no bowel injuries during the excision of the hernia mesh. The hernia mesh was completely removed from the fascia and passed to the back table as a specimen hernia mesh. This concluded our operation. Dr. (B)(6) took over the operation, performing a full ventral hernia repair with a new piece of mesh. At the conclusion of the operation, a tap block was performed by the anesthesia block service. Dr. Pardo will dictate the interceding portion of her operation. Disposition for the patient: at this time, the patient has been transferred onto her bed. She will go to the post anesthesia care unit for recovery with good pain control, early ambulation, and slow diet advancement as well as incentive spirometry for pulmonary toilet.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided]. (B)(6) 2017: (B)(6) hospital center. Implant log. Mesh st. Ellipse. Manufacturer: bard. (B)(6) 2017: (B)(6) hospital center. (B)(6) md. General surgery brief op note. Procedure: excision of hernia mesh, ventral hernia repair with mesh. Findings: other: bunched up hernia mesh. Specimens removed: hernia mesh. Drains: none. Ebl: 30: op note ¿ complications: none. Description of procedure: bunched up hernia mesh excised vhr with ventralight to cover defects cephalad and caudad. Anesthetic: general, regional- local. Device: general: no device. Device substitute: synthetic substitute. On (B)(6) 2017: (B)(6) hospital center. Hospital discharge summary. Admitting history: c/o pain at hernia mesh site, would like it excised. Hospital course: after cardiac clearance and transition from coumadin to lovenox patient underwent removal of previous mesh and closure of ventra [sic] hernia with mesh. She tolerated the procedure well. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: death certificate: date of death: (B)(6) 2019, place of death: (B)(6) hospital center. Manner of death: natural, cause of death: intracranial hemorrhage, hypertension, onset: not stated. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2014 whereby an alleged gore device was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, pain, additional surgery. Additional event specific information was not provided.